Event description:
It was reported the patient is no longer receiving stimulation and is unable to communicate with or charge her ipg. The patient has not charged her ipg in approximately 5 months. The sjm representative met with the patient and confirmed the issue. Surgical intervention will be taken at a later date to address this issue.

Manufacturer narrative:
Recall number: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.